Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis; details and nature of event were not provided. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Additionally, it was reported that the pump's alarm sound was not annunciating. Reportedly, the customer reverted to an alternate method of insulin therapy.